Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) (specific blood glucose (bg) levels not provided). The patient reportedly was initially using the omnipod 5 and switched to their old system omnipod dash. The patient's guardian stated the patient entered in the incorrect settings causing the bg levels to rise. The patient was treated with insulin, potassium chloride (0.3%), sodium chloride (0.9%) and fluids at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.